Event description:
During a da vinci mitral valve repair procedure, approx 30 minutes into the case, the surgeon reported that an instrument in one of the pt side manipulator (psm) arms continued to move after the psm was disengaged. An isi rep and field service engineer (pse) were present for the procedure and verified that the affected psm was performing correctly by confirming that the arm swap function performed correctly as well as verifying the audible sounds and icons when the change was complete. The pt was under anesthesia for slightly over four hours when the surgeon decided to convert to traditional open surgical techniques to finish the planned surgery. No pt harm was reported.

Manufacturer narrative:
Onsite investigation and eval was conducted by field service engineering. System verification tests were performed and the customer reported failure mode could not be duplicated. As of (B)(6) 2008, there have been no reported recurrences of the issue at this hospital.